Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data and the measurements trend, with further examination recommended. The shock polarity was reprogrammed to rv to coil and no further issues were observed. This device remains in service. No adverse patient effects were reported.